Manufacturer narrative:
The field service engineer (fse) found that the analyzer had the incorrect size pinch valve tubing in place. The pinch valve tubing and the k+ electrode were replaced. Ise checks, calibration, and qc were performed successfully. The alarm trace did not contain a conspicuous event. As qc recovery was within the customer's established ranges, a general reagent performance issue is not indicated. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable gen.2 ise indirect na results on a cobas 6000 c (501) module. The customer was prompted to repeat the sample as the values were lower than normal. The initial na result was 134 mmol/l. The repeat result was 141 mmol/l. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The electrode serial number is (B)(4) and the expiration date is 01-apr-2023.